Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In an adult female patient who had essure (batch no. 19166803), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included: metronidazole (flagyl). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), infection ("infection"), urinary tract disorder ("urinary problems"), autoimmune disorder ("autoimmune like symptoms"), nausea ("nausea"), vomiting ("vomiting"), hyperhidrosis ("sweating"), bone pain ("bone pain"), swelling ("swelling"), weight loss poor ("trouble losing weight"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("prolonged heavy bleeding"). The patient was treated with surgery (bilateral cornual resection with removal of the essure). At the time of the report, the pelvic pain, genital haemorrhage, infection, urinary tract disorder and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, bone pain, dysmenorrhoea, genital haemorrhage, hyperhidrosis, infection, menorrhagia, nausea, pelvic pain, swelling, urinary tract disorder, vomiting and weight loss poor to be related to essure. The reporter commented: left tube 7 coils, right tube 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test: on an unknown date, negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, medical records received: new reporter information, lot no was added, concomitant drug was added. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), infection ("infection"), urinary tract disorder ("urinary problems"), autoimmune disorder ("autoimmune like symptoms"), nausea ("nausea"), vomiting ("vomiting"), hyperhidrosis ("sweating"), bone pain ("bone pain"), swelling ("swelling"), weight loss poor ("trouble losing weight"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("prolonged heavy bleeding"). The patient was treated with surgery (bilateral cornual resection with removal of the essure). At the time of the report, the pelvic pain, genital haemorrhage, infection, urinary tract disorder and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, bone pain, dysmenorrhoea, genital haemorrhage, hyperhidrosis, infection, menorrhagia, nausea, pelvic pain, swelling, urinary tract disorder, vomiting and weight loss poor to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), infection ("infection"), urinary tract disorder ("urinary problems"), autoimmune disorder ("autoimmune like symptoms"), nausea ("nausea"), vomiting ("vomiting"), hyperhidrosis ("sweating"), bone pain ("bone pain"), swelling ("swelling"), weight loss poor ("trouble losing weight"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("prolonged heavy bleeding"). The patient was treated with surgery (bilateral cornual resection with removal of the essure). At the time of the report, the pelvic pain, genital haemorrhage, infection, urinary tract disorder and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, bone pain, dysmenorrhoea, genital haemorrhage, hyperhidrosis, infection, menorrhagia, nausea, pelvic pain, swelling, urinary tract disorder, vomiting and weight loss poor to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.